Event description:
It was reported that the patient was cannulated for extracorporeal membrane oxygenation (ECMO) on (B)(6) 2025 at approximately 1700. During transport back to the hospital, there was a noticeable grinding sound coming from the pump head, but quickly resolved and did not require intervention. When the patient arrived to the hospital, the grinding noise occurred again and was persistent. The motor was emergently swapped, and the pump head was placed into a new motor. There was no delay in therapy as a result of the event. Speeds and flows were unaffected. The patient was clamped for the circuit swap. The exchange resolved the issue, and the motor was removed from service. There were no alarms or alert statuses associated with the event and log files were not available. In an abundance of caution, they performed a circuit swap and retained the pump head involved in the motor failure. There was no clear damage to the pump head, but it was set aside.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿grinding¿ noise coming from the centrimag motor was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and was found to perform as intended. Atypical events were unable to be reproduced throughout testing, even when the motor¿s cable was manipulated. The motor was removed from service. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.